Event description:
It was reported that a pericardial effusion occurred. During a left atrial appendage (laa) closure procedure was being performed, a versacross connect for laac kit was selected for use. The physician obtained right femoral venous access and advanced the 5f pigtail radio frequency (rf) wire, a 8f short sheath dilator and then advanced the watchman sheath with the versa cross connect dilator. The physician noted having a mildly difficult time advancing the pigtail wire to the superior vena cava (svc) and did make a comment of the patient having an odd rotation. The wire was advanced and pulled back approximately three times. Once the watchman sheath and dilator were in position, the physician pulled back to drop down on the foramen ovale (fo). Transesophageal echocardiography (tee) imaging was utilized, and a mid/mid transseptal puncture (tsp) site was selected. The rf wire was activated to cross the septum. The wire was visualized left sided, the sheath was advanced and its direction was noted to be more inferiorly and anteriorly than the usual trajectory up toward the left superior pulmonary vein (lspv). The dilator and wire were removed very quickly. Visually there was no negative interaction with the aorta or mitral valve seen, but it was noted that the sheath was pointed that direction instead of superiorly and posteriorly. Shortly after the sheath was advanced left sided, the anesthesia physician reported a sudden and significant decrease in the patient blood pressure. The tee imaging physician performed a sweep for pericardial effusion (pe) and did note an pe posteriorly, behind the right ventricle (rv). The procedure was simultaneously proceeding forward. Angiography of the laa was performed, the closure device size chosen, prepped, advanced, deployed and evaluated. No recaptures or repositions were required, the device met position, anchor, size and seal (pass) criteria and was released. The pe was re-evaluated and was noted to have increased in size. The implanting physician performed a pericardiocentesis, draining approximately 400ml of blood. The drain was left in place overnight and the patient was transferred post anesthesia care unit (pacu). While in recovery in the pacu, the patient blood pressure began to decrease again. The patient was placed on a neosynephrine drip and transferred to the intensive care unit (ICU) and discharged home on (B)(6)2024. The device is not expected to be returned for analysis (disposed). In the physician opinion, there was no malfunction with the versacross device, and it performed appropriately, however, it may have contributed to the patient complication, since immediately following the transseptal puncture, the blood pressure has decrease significantly.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.